Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on an unknown date. The patient continued to experience dysfunctional uterine bleeding and chronic pain.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-01558. The same patient is represented in each medwatch.